Manufacturer narrative:
Based on the claim against the product noting the medium-large clip applier instrument broke two of the green weck hem-o-lok clips when trying to clamp, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci medium-large clip applier instrument to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a bent grip and the tip does not align with the other grip. The complaint regarding the medium-large clip applier instrument broke two of the green weck hem-o-lok clips when trying to clamp was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. Additional observation(s) not reported by site: the instrument was found to have one or more of the housing snaps broken. This complaint is considered a reportable event due to the following conclusion: it was alleged that the two green weck hem-o-lok clips broke and fell inside the patient during a da vinci assisted procedure. The fragment was reportedly not retrieved. In addition, per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis.

Event description:
It was reported that during a da vinci-assisted varicocelectomy surgical procedure, the medium-large clip applier instrument broke two of the green weck hem-o-lok clips when trying to clamp. The fragment was reportedly not retrieved during the procedure. The procedure was completed robotically. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.